Manufacturer narrative:
Unit p-cap or reservoir locked properly in place. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit received with blank display due to pushed in battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly. (B)(4).

Event description:
Information received by medtronic stated that the crack was observed on the battery case. The user was unsure how the damage had occurred. When asked during troubleshooting, the user stated that the damage was not in the area of the retainer ring. No harm was required during medical intervention. The reported damage did not result in harm to the patient. The insulin pump will be returned for analysis.